Event description:
Revision surgery due to failed patella component that was implanted in 2005 was reported. No specifics provided at this time.

Manufacturer narrative:
The device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.